Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that device was not able to connect with the remote monitoring system. As a result, it was recommended that the patient present for a follow-up. No adverse patient effects were reported.